Manufacturer narrative:
Date of event is estimated. Date of explant is estimated. Date of (insert what is estimated here) is estimated.

Event description:
It was reported that the elective replacement indicator (eri) message displayed for the ipg. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received wherein the scs system was explanted and replaced. It was also reported one of the leads had migrated. During the procedure the neurosurgeon accidentally pulled out one of the leads. Effective therapy was restored.note : it is unknown which lead is related to this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117033.